Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the anterior tibial artery with moderate calcification and mild tortuosity via femoral access. The command 18 guide wires had resistance during advancement and removal with the non-abbott support catheter. The durasteel coating of the wire was noted to be peeled. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeling/delamination was confirmed as folded polymer. The reported difficult to advance and difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality is sue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a guide catheter met resistance with the guide wire during advancement and removal. Factors that may contribute to difficulty advancing or removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Analysis of the returned wire confirmed the outer diameter to be within specification. In this case, it is unknown what contributed to the reported difficulty during advancement or removal. Additionally, it was reported that the polymer was observed to be peeled once removed from the catheter. Analysis of the wire noted a section of torn and folded over polymer. This type of damage is consistent with interaction between the wire and an accessory device. It is possible that manipulation of the wire, when resistance with the catheter was met, contributed to the polymer damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B5: describe event or problem updated.

Event description:
Subsequent to the initially filed reports it was stated the polymer coating was peeled. No additional information was provided.